Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue. The patient reported a blood glucose of 496mg/dl, with moderate ketones. The reporter was unable/unwilling to troubleshoot the pump. This complaint is being reported because the pump could not be ruled out as a cause/contributor and the patient experienced hyperglycemia.